Event description:
It was reported that this right ventricular (rv) lead was attached to the tricuspid valve of this patient. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.